Event description:
During a hemorrhoidectomy/ prolapse procedure, the purse string was all the way around, pulled the tissue up and fired the device. Upon "unproximating" the device, the cut was only 270 degrees around. The washer's came out of the device "uncut" and was hanging on the trocar tip. Another device was open, fired and the cut was 360 degrees to complete thhe case with no pt consequence.